Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt stated he had a fall which required hospitalization and was unable to communicate with the ipg using his programmer or charger since the fall. A sjm rep met with the pt and confirmed the tissue. Surgical intervention to replace the pt ipg is scheduled for a future date.